Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call received sensor signal not found alert. The customer¿s blood glucose level was 428mg/dl declined to trouble shoot for high blood glucose level. At the time of incident. The customer was assisted with trouble shooting and successfully established sensor communication.